Event description:
While collecting geometry of the left ventricle, a pericardial effusion occurred. The patient began having chest pains and st changes while collecting geometry. A transthoracic echocardiogram (tee) was performed which revealed a minimal effusion. No intervention was required to resolve the effusion. The following day, the patient became hypotensive and a tee was performed which revealed a cardiac tamponade. A pericardiocentesis was performed which stabilized the patient. There were no performance issues with the flexibility ablation catheter.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac perforation is a known inherent risk of use of this device.